Manufacturer narrative:
One (1) "damaged/used" 138105 needle tip electrode with extended insulation was returned to conmed for evaluation of "plastic where tip goes melted." Visual inspection revealed that the stainless steel needle was melted at the tip. The yellow polyolefin insulation around the electrode was also melted and deformed, therefore this complaint is confirmed for "melted." No manufacturing defects were detected. This reported issue may be use related. The handpiece utilized in conjunction with the conmed electrode has not been provided nor returned for evaluation. This device was manufactured on 30-january-2015. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units only this one complaint has been received for this lot of product and event description. A 2-year review of product family history has revealed that no other complaints have been received for this reported problem. During this same 2-year time frame over (B)(4) devices were sold worldwide making the occurrence rate for this failure mode (B)(4) percent. This failure mode is addressed in the risk documents and has been found to be acceptable. There have been no long term adverse effects reported for this device or failure mode. The reported complaint issue will continue to be monitored through the complaint system. The 138105 needle tip electrode with extended insulation is a disposable, single patient use device that is designed to fit conmed and most other electrosurgical pencils and accessories. However, prior to use, it is important to check the electrode connection to the accessory you are using to assure proper fit and compatibility. To reduce the risk of patient injury, the instructions for use (IFU) provides the following warnings and precautions: -"if using a disposable needle electrode do not exceed 30 watts during use." -"use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible." -"inspect and test each device before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration." -"verify that the electrode is fully and securely seated in the handpiece before use." -"never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations."

Event description:
As reported by the user facility, during an ear, nose & throat (ent) procedure on (B)(6) 2017, while using the 138105 needle tip electrode with extended insulation, the plastic where the tip goes into the electrode began melting during surgery. There was no surgical delay or patient injury reported. Follow up with the facility revealed the generator in use at the time of the incident was a conmed system 2450 and the settings utilized were 30 watt coagulation and 30 watt cut. To date, no further information has been received from the user facility. This report is being filed based on the potential for injury with recurrence.